Event description:
It was reported that a pt has an asymmetric vault (z-syndrome). The surgeon is considering repositioning the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.